Manufacturer narrative:
At the time of this report no add'l info was available. Investigation pending.

Event description:
On (B)(6) 2012, prior to a mako total hip arthroplasty procedure the mako plasty specialist was attempting to complete the pre-surgery check and was receiving errors with the encoders and difficulty moving joints of the robotic arm. The surgeon decided to converted the surgery to a different brand total hip. The pt info is unk at the time of this report.